Event description:
Multiple stelo sensors that have caused a lot of issues with abysmal support, putting patients at risk. I've had several fails; one was very concerning. One was inserted per instructions, and I had blood come out of the sensor. The sensor never read correctly, and I was concerned that the device sensor ended up in a blood vessel, as the reported blood sugar readings were much more reactive and volatile than they had been before. I submitted two tickets asking for guidance and help, whether or not I should remove the device? I never heard a word. Their online chat bot (only support you can get if you're forced to work a job to afford such unnecessary products.) After two ignored submissions, I called them to find out that they have a known issue where their system closes tickets but doesn't notify patients at all! Not a word. No urgency or "we're sorry we're making it better" they just don't seem to care. This is unsafe. Would this being in a vessel expose me to risk? It's an obvious complication for such a device. How is it so hard to get an answer? To date, I still don't have one. But they did send me a replacement sensor. But, wouldn't you know it, it failed too. This is a real problem. Please intervene.